Event description:
Customer reports to have high blood glucose of 570 mg/dl, which was treated with a bolus delivery and manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. It was also found that cannula was bent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.